Manufacturer narrative:
Visual inspection identified scratches on the polished surface of the femoral head. Dimensional evaluation of the returned femoral head confirmed that the device meets print specification s where measured. Device history records for lot code associated with the returned femoral head was reviewed. No deviations or anomalies, specific to the internal taper feature were noted. The taper angles are 100 percent coordinate measuring machine (cmm) inspected, at the time of manufacture. Device history records for lot code associated with the stem were also reviewed. No deviations or non conformities were noted. These reported (B)(4) design controlled devices are used for treatment. Review of complaint history indicated no previous complaints for the lot codes associated with the stem and head implants. The femoral head had an in-vivo time of 10 days. The stem remains implanted. The head and stem are compatible; however. It is unknown if the remaining components of the construct are an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that patient underwent a revision due to the femoral head disengaging from the stem.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.